Event description:
On 17-jun-2026, a facility representative reported via (B)(4) that an ar-8943-15 low pro depth device (from 3.5/4.0 cfs set #1 - ar-8950s-02) came apart after providing incorrect measurements for 2 screws during a lisfranc orif procedure. The case was completed successfully with no patient affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.